Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (10mg/ml at 1.6mg) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was reporting an increase in pain. The patient had a car accident sometime in (B)(6) 2019 and the patient and hcp believed that it caused the catheter to be pulled out of the intrathecal space. A dye study was done, and a future revision would be scheduled. The issue was not resolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.